Manufacturer narrative:
The insulin pump passed the displacement test. However, the device was unable to prime due to faulty force sensor resistor. Excessive no delivery test was not performed due to prime anomaly. No cosmetic damage noted.

Event description:
Customer called to report that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Product is being replaced.